Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient reported that the meter and the pump have not been communicating consistently for a month. On (B)(6) 2016, the patient faced a low blood glucose reading which led to her becoming unconscious. Her husband called an ambulance and she was admitted to hospital. Patient was unconscious for two days, but upon awaking, she was told she was diagnosed with diabetic ketoacidosis. She was treated with insulin via IV. The name of insulin and dosage was not provided. On (B)(6) 2016, the patient was not well enough that doctors wanted to discharge her, but she insisted on going home. That afternoon, while at home, the patient faced high readings. She was transported to hospital via ambulance. Patient does not know the blood glucose readings at time of this admission. She was again given and IV filled with insulin. The name of insulin and dosage was not provided. Patient alleges that the diabetes ketoacidosis is attributed to the meter and pump not communicating. However, the patient stated that she does not look at the meter screen to see if either the bolus is actually being delivered by the pump or if the meter tells her to take the bolus manually due to the pump and meter not communicating. The infusion device was requested to be returned for product evaluation.